Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent the bard device may have caused or contributed to the events as alleged. No product identifiers have been provided, however based on the date of implant, it is possible that the subject product is part of the composix kugel recall. Add'l info has been requested, to date, no medical documentation had been provided associated to this mesh. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. The pt alleges infection which is a know possible adverse reaction listed in the IFU. The warning section of the IFU states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt alleges that a "corkscrew or ring" was explanted from the mesh, however the explanted portion was not returned, now were any pathology reports provided. This MDR includes all pt, events and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00153 for info related to the composix kugel hernia patch alleged to have been implanted on (B)(6) 2004.

Event description:
The following has been alleged by the pt: ni/ni/2004 - pt alleges that he was implanted with a composix kugel hernia patch for repair of an umbilical hernia. (B)(6) 2004 - pt developed an add'l hernia just above the previous repair and was allegedly implanted with a second composix kugel hernia patch. Ni/ni/2005 - pt alleged the "corkscrew or ring" pulled out of the first composix kugel hernia patch and just that portion was removed. Ni/ni/2006 - pt alleges that he developed an infection from the previous repair and underwent a "re-repair" surgery. Ni/ni/2009 - pt alleges that the second composix kugel hernia patch implant had "pulled away" and he underwent explant of that mesh. Pt alleges that he has decreased mobility due to the constant severe pain which begins in his abdomen and radiates to his left hip. He alleges that his md/surgeon has told him the damage he has suffered from all of his previous surgeries cannot be repaired and he will always have pain. Pt is scheduled to follow up with the surgeon to determine the next course of treatment options.